Event description:
Reporter alleged, the use by date and lot number are completely rubbed off of the test strip vial. It was stated no solvents were used to clean the vial. No treatment was received or actions taken as a result. A request was made for the return of the suspect device and replacement product was sent.